Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that the device was bent the anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6, d6a - estimated dates. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the thumbwheel of the absolute pro self-expanding stent system (sess) was difficult to rotate to deploy the stent; however, the stent was able to be deployed at the intended location. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.